Manufacturer narrative:
Block a2-a5: the patient''s dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt device was not returned, thus no returned product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a peripheral lesion. During inflation at 6 atm (nominal), the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
Block h3: the angiosculpt device was returned for evaluation. Visual inspection found a crushed distal tip and a wrinkled transition tubing. During functional testing, using an indeflator filled with green color dye water, the device was pressurized to less than 2 atm, and a pinhole leak was observed on the distal portion of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.